Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. The cause for the reported issue was unknown. Reportedly, the customer required assistance addressing bg levels. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.